Event description:
Relevant data was received by the manufacturer. The internal device data of two additional dates ((B)(6) 2016) was reviewed. (B)(6) 2016: the charge consumed value was 15.622%. The battery voltage value was 2.886v. The battery indicator shown was a 100% green indicator. The measured impedance value was 2217 ohms. No anomalies were noted. (B)(6) 2016: the charge consumed value was 20.840%. The battery voltage value was 2.858v. The battery indicator shown was the 25% green indicator. No further anomalies were noted. The measured impedance value was 2145 ohms. No additional pertinent information has been received to date.

Manufacturer narrative:
(B)(4).

Event description:
The patient's generator reportedly had about 20% battery life on the battery indicator. It was expressed that the generator was felt to be depleting too quickly given the life of the previous generator. Follow up with the physician's office indicated that the heart rate threshold setting was at 20% and may have been the basis for the comment. However, clarifying information on the actual battery life observed has not been received to date. The generator device history record was reviewed and found all specifications were met prior to distribution. The internal device data of the patient's generator available to the manufacturer at the time was reviewed. Through (B)(6) 2016, all entries showed the generator was pulse enabled and had 100% battery indicators. No anomalies were noted in the data. Attempts for additional pertinent information have been unsuccessful to date.

Event description:
It was reported that the battery status indicator on the patient¿s vns generator progressed to ifi=yes. Surgical intervention to remove the device has not occurred to date. No additional pertinent information has been received to date.

Event description:
It was reported that the patient¿s generator replacement surgery was completed. The explanting facility requires a patient release to return explanted products, and as the manufacturer is not aware of a release being signed, return of the generator to the manufacturer is not expected. No additional pertinent information has been received to date.

Event description:
Internal investigation has shown that this incident of a 25% battery indicator was likely caused by conductive debris from the laser-routing process resulting in leakage paths. Based on this root cause and analysis of returned devices, the premature 25% battery life indicators are typically indicative that the generator will reach true end of service earlier than expected. A secondary cause for premature 25% battery life indicators in a small subset of associated generators may be high beginning of life (bol) battery impedance. Generators only affected by this secondary root cause would be expected to rebound back to normal battery life levels without substantial programming changes.